Event description:
The olympus representative reported problems with the hd camera head related to leakage. The issue was found during the quotation inspection. The device was returned for evaluation. The following reportable malfunction was found during the evaluation: the image was cloudy due to charged coupled device flooding. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The evaluation found that the scope mount side opening was removed, white scratched, and the charged coupled device was flooded. The investigation is ongoing. Upon its completion, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that a cloudy image occurred because fluid entered from the detached boot part and reached inside the charged coupled device unit. The event can be prevented by following the instructions for use which state: do not strike the camera head. The camera head may be damaged. Olympus will continue to monitor field performance for this device.